Event description:
It was further reported that the patient had his device replaced with a non rechargeable device with no issues. However, conflicting information was stated in that the patient recovered with permanent impairment (impairment not described).

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial # (B)(4) and the plug accessory model 3550-29, showed no anomalies.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted because they had recharging issues and because the battery ¿wore out¿. There was no patient injuries reported in the event and their outcome was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).